Event description:
A report was received that the patient underwent an explant procedure due to charging problems and pocket pain; however, the physician believed there was no device malfunction. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to charging problems and pocket pain however the physician believed there was no device malfunction. The patient was doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial/lot #: 403683, description: artisan surgical lead, 70cm; model #: sc-3138-55, serial/lot #: (B)(4), description: scs phiii ext 55cm. Additional information was received that the physician believed that the pain at the pocket site was caused by the device. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.